Event description:
It is reported that the device was implanted in 2008, and revised in 2009 due to the pt complaining of pain. After review of bone scar, it was indicated as a loose tibial component by the surgeon inter-operative removal of component was consistent with pre-operative eval. There was less than 10% in-growth of bone into surface of component, which the surgeon contributes to extremely sclerotic bone.

Manufacturer narrative:
Eval summary: no product was returned for eval. Also, no x-rays and/or operative notes were returned for review. The device was in vivo for approx 9 months. The product experience report stated that x-rays of the bone scar revealed that the tibial component was loose. Upon revision, the surgeon noted that there was less than 10% of bony in-growth into the tm component. The surgeon attributed the lack of in-growth to the pt's "extremely sclerotic bone". Based on the available evidence, the tm tibial tray loosening appears to be due to the pt's lack of cancellous-structured bone, which is required for bony in-growth into trabecular metal. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.